Manufacturer narrative:
The device will reportedly not be returned to (B)(4) for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 had a very bad burning smell approx 3/4 of the way through harvesting, it was very strong and overpowering. When the harvester went back in the tunnel before closing the leg and activated the hp2 in the tunnel, the 1st assist surgeon noted the smell as well and asked her to stop. He said "that smell hurts the fillings in my teeth." The case was completed in the usual fashion. There were no pt effects. The product was discarded.